Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the ventricular epicardial lead has high thresholds "about every third day." The electro physiologist stated that the thresholds have always been like this, the sensing is excellent, and the leads are "just fine." The lead is still in use. No patient complications have been reported as a result of this event.